Manufacturer narrative:
Age at time of event: 18 years or below. Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 7 from the proximal end was damaged and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found an inner/outer shaft polymer extrusion kink 191mm from the distal tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage has occurred. Vascular was obtained via the femoral artery. The 37 x 3.4mm, eccentric and the de novo target lesion with a significant bend of <=45 degrees was located in the moderately calcified left circumflex artery. A 3.50 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal part the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.